Event description:
A malfunction was reported by the customer, indicated by a malfunction alarm code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue recurs, and they acknowledged and understood the instructions.